Manufacturer narrative:
The devices utilized during the procedure include: chikai black 14 (type str)/asahi intecc, prowler select plus (catalogue and lot unknown), excelsior sl10 (type str)/stryker. The excelsior sl10 was used for coil embolization after stent placement. No information regarding the implanted coils were provided. During the procedure, the jailing-technique was utilized. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The tip of the microcatheter was steam-shaped, but the detail unknown. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. The procedure was coil embolisation assisted with the vrd for basilar tip artery aneurysm that was mildly tortuous, but the level of calcification was unknown. The patient was a female of unknown age. Dob and weight unknown. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10322589. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4) 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Concomitant medical products: guidewire (chikai black 14/asahi intecc, type str); prowler select plus microcatheter (catalogue and lot unknown); coils (details unknown).

Manufacturer narrative:
The enterprise vrd remains implanted and the delivery system is not available for evaluation and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10322589. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without procedural films a root cause conclusion can be made. However, clinical factors may have impacted the event and as reported it may have been due to deployment into the false rumen of right posterior cerebral artery. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The event happened during the procedure. Initially, an unspecified prowler select plus(catalogue and lot unknown) was delivered to right posterior cerebral artery. Then, the physician pulled back the prowler select plus proximally to deploy the vrd(enc452200/10322589) from right posterior cerebral artery to the basilar artery along the target aneurysm. Shortly after, he noticed that the distal stent markers of the vrd overlapped with each other through the angiogram. Although he attempted to expand the distal stent markers of the vrd by using the microcatheter and the guidewire (chikai black 14/asahi intecc, type str), the situation was same. As the aneurysm neck was entirely covered with the vrd, the additional coil embolisation for the treated aneurysm was performed. The angiographic appearances were satisfactory and there were no issues noted. It hasn¿t been verified, but according to the physician, the distal portion of the vrd might have been deployed into the false rumen of right posterior cerebral artery. Patient follow up was performed, but no patient injury/complications were reported for now. The unruptured saccular aneurysm neck was 3.0mm, and the neck to sac ratio was 3.0mm:7.0mm. The parent vessel size diameter proximal was 4.5mm and distally was 2.5mm. No information regarding antiplatelet therapy, mrs, inr, pt and ptt was provided. Also the occlusion rate of the aneurysm after the procedure was unknown.